Event description:
The customer is france reported that the "auto test failed". They reported that when they turned off the unit and turned it on again, the problem went away. Examination of the device log revealed a single instance of a "preamp ext reference fail" error code. This defibrillator device would not be available for use as long as this error code persists. No pt involvement reported.

Manufacturer narrative:
Device performs to specifications. Manufacturer's eval summary: the device is an automatic external defibrillator. The customer returned the actual device involved for eval. The customer reported, "auto test failed". They turned the device off and back on again, which resolved the problem. Examination of the device log shows a single instance of a "preamp external reference failure" error. The effect of the error is that the device is unavailable for use until the user cycles the power and the error does not reoccur. We could not duplicate the reported power up self-test failure. The device passed all testing. Factory service found no issues in their inspection of the device circuitry where the preamp external reference originates. We used result code since testing does not indicate any failure or malfunction of the device. The investigation revealed that the device performs to specifications, which is why we chose conclusion code. Cause of the error code in the device log is inconclusive. Factory service upgraded, tested, and returned the device to the customer.